Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe failed to cut. The aspiration worked and stopped repeatedly. The probe was exchanged and the procedure was completed. There was no harm to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
Additional information: a review of the related device history records indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one other complaint for the reported issue. No probe sample has been returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned and the device history record review indicated the product was processed and released according to the product¿s acceptance criteria, the root cause for customer complaint issue cannot be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).